Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned to the manufacturer for evaluation. Four electronic photos were provided for review. The investigation is confirmed for fracture and perforation as a split was noted just distal to the bifurcation and also there appears to be a small split/hole in the catheter just distal to the luer. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post implant procedure, the device allegedly fractured and perforated from the small lumen inlet connection. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, photos are provided for review. The investigation of the reported event is currently underway. (Expiration date: 01/2024). Device not returned.

Event description:
It was reported that post implant procedure, the device allegedly fractured and perforated from the small lumen inlet connection. The current patient status is unknown.